Event description:
The beckman coulter reported fluid leak, which appeared to be a wash buffer from the unicel dxi 800 access immunoassay system. However, the customer was unable to determine the source of the leak. The customer reported the boxes were wet and the pallet damp. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves to clean the leak. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, a field safety engineer (fse) found the internal waste tubing had popped off fitting inside back hydro cover due to clot. The fse removed cover, cleaned all connections, and replaced the male disconnect fitting. No further leak was observed.

Event description:
The customer reported to beckman coulter a fluid leak, which appeared to be a wash buffer from the unicel dxi 800 access immunoassay system. However, the customer was unable to determine the source of the leak. The customer reported the boxes were wet and the pallet damp.

Manufacturer narrative:
The root cause of the event was the internal waste tubing that had popped off the fitting inside the back hydro cover due to a clot. (B)(4).

Manufacturer narrative:
From: the beckman coulter reported fluid leak, which appeared to be a wash buffer from the unicel dxi 800 access immunoassay system. However, the customer was unable to determine the source of the leak. The customer reported the boxes were wet and the pallet damp. To: the customer reported to beckman coulter a fluid leak, which appeared to be a wash buffer from the unicel dxi 800 access immunoassay system. However, the customer was unable to determine the source of the leak. The customer reported the boxes were wet and the pallet damp.